Manufacturer narrative:
Gender information from female to male. Correction: event details updated for correctness. Added report source: consumer. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported the wafer stoma is off centered on an unknown quantity of devices and market units. The end user stated, ¿the same issue occurring off and on over a period of time from unknown number of market units.¿ the nurse declined to share any information regarding the customer.

Manufacturer narrative:
Initial reporter facility name: corrected reporting entity from convatec inc. To convatec. Corrected evaluation results code from 3202 to 3221. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the stoma opening is off center in one wafer. No photo provided.